Event description:
30-year-old male patient was undergoing a surgical procedure when the attending physician noted a flame at the tip of a needlepoint cautery in use. No harm to patient. Device not retained after incident; incidentally discarded.